Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the meshgraft ii serial number (B)(6) by zimmer biomet japan on 4 march 2020 revealed that the device cannot properly mesh. Repair of the device was performed by zimmer biomet japan on 4 march 2020 which included replacement of the following: cutter, sideplate. The device, serial number (B)(6), was then tested and functioned properly. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the mesher needed repair for not properly meshing. Event occurred during surgery. No harm and no delay. No adverse events were reported as a result of this malfunction.